Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) temporary failure of the ccd unit and video connector internal board due to the effects of moisture that entered the device from the leak point 2) the built-in ccd cable was damaged by physical stress applied to the universal cord or video cable 3) temporary malfunction of the ccd unit due to handling such as the following - the video connector is plugged or unplugged while the system is powered on - the video connector contacts were covered with dust, dirt, moisture, etc., and the power was turned on. The event can be detected/prevented by following the instructions for use which state: 1) "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." 3) "do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connectors, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result." 4) "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction." 5) "if air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor." The device was evaluated where no abnormalities were found that could have led to the occurrence of the event. A few defects were noted where deterioration of the objective lenses gluing without missing parts, the bending section cover is pierced, leaky, and worn. The universal cord is pierced, leaky, and wrinkled. The cable tube units are kinked, and one colored dot was visible on a black background. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was total loss of videoscope image briefly after which the image returned. The issue happened during preparation for use for a colon procedure. While connecting the endo eye to the processor, no picture was displayed, but a black screen with many red dots was displayed. The patient was under anesthesia. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was not returned as of yet. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.